Manufacturer narrative:
No further information was able to be obtained from this customer. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A literature article reported descemet's detachment in multiple patients during laser assisted cataract surgery. The patient's healed without treatment.